Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrodes and one around the ECG electrode. The area was described as red, open, and itchy with a burning sensation. The patient went to the emergency room due to the irritation, where she was diagnosed with cellulitis and was prescribed an antibiotic. During a follow-up, the patient indicated that the irritation had improved due to the use of the antibiotic.